Event description:
It was reported when using the bd eclipse¿ safety needle the needle hub had a hole was cracked or damaged. The following information was provided by the initial reporter. The customer stated: "the plastic on the needle hub is misshapen, unable to attach the needle to the syringe."

Manufacturer narrative:
Investigation summary: a picture of the affected sample was received by our quality team for evaluation. From the photo, flashes in the hub can be observed, confirming the defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the customer description and examination of the picture, the team considers the plastic residues ¿plastic on needle hub is misshapen¿ could be composed by some minor flashes on the base of the hub. These flashes could be produced in the injection process, due to a punctual increase of the injection pressure or an issue related to the close of the mold.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ safety needle the needle hub had a hole was cracked or damaged. The following information was provided by the initial reporter. The customer stated: "the plastic on the needle hub is misshapen, unable to attach the needle to the syringe."